Manufacturer narrative:
According to the field clinical representative (fcr), the research coordinator needs to create a death narrative and may provide a death certificate through the clinical study database. The cause of the patient's death is still under investigation. There was a documented ventricular fibrillation via a 6 seconds telemetry strip on the date of the patient's death. The fcr was unaware if an autopsy was performed . To date, the device has not been explanted or retrieved. Boston scientific received a copy of the death letter. The patient had been bedridden and had been living in a nursing home. The patient's medical history was significant for cad, cva, esrd on hemodialysis, diabetes mellitus, mi, and s-ICD implant following a vf arrest in (B)(6) 2015. The patient was presented to the ER from mid-way through dialysis session due to chest pain on (B)(6) 2016. Initial evaluation found troponin of .21 and elevated bnp. Patient was admitted for non-st-elevation myocardial infarction (n-stemi). During the course of stay, it was noted that the patient had a left shoulder abscess (positive for (B)(6)) that was surgically drained and irrigated. Therapy was going well until (B)(6) 2016. The physician's death note stated that the patient took her pill and went unresponsive. Resuscitative efforts were started. Telemetry confirmed the patient's rhythm was vf which continued when it became asystole. Despite multiple external defibrillations, atropine and epinephrine, the patient could not be stabilized and died. The s-ICD was not interrogated post-mortem.

Event description:
Boston scientific received information on (B)(6) 2016 that this patient was hospitalized due to myocardial infarction (mi) on (B)(6) 2016. The patient was recovering well when the patient was found unresponsive and pulseless. Attempts to resuscitate were unsuccessful despite the use of multiple external defibrillations. The patient died on (B)(6) 2016. The local representative contacted the device following clinic. The patient did not pass away at the device implanting facility. The clinic was not aware that this patient had died. Boston scientific received additional information in (B)(6) 2016 that the local representative contacted boston scientific's technical services (ts) to check to see if this device had been programmed off or if the device had not provided shock therapy during the episode on (B)(6) 2016. Uploaded data was checked and the device appeared to have been programmed on. However, ts informed the local representative that there was no data newer than (B)(6) 2015. The time of death was reported as 22:10 on (B)(6) 2016 and the primary organ cause was cardiac-arrhythmic. Additional information was received from the clinical site that while hospitalized in (B)(6) 2016 for mi, the patient did develop a large (B)(6) abscess. It was reported that the patient had taken a pill and became unresponsive and pulseless. The clinical observation of (B)(6) abscess was not implant procedure related.